Manufacturer narrative:
Device evaluation: incidental finding: it was observed that the bionate and metal braided shield layers were not captured within the pump nipple. The evaluation of (B)(4) confirmed internal driveline wire damage that would have contributed to the reported alarms and pump stops captured in the submitted log files. (B)(4) was returned assembled with the driveline (dl) severed approximately 5.25¿ from the pump housing. The distal portion of the dl was returned in two segments measuring approximately 9¿ and 21. 5¿, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned 9¿ and 21.5¿ portions of the dl was performed and found all wires to be electrically intact. Electrical continuity testing was not performed on the pump-end dl segment due to the location of the damage found on the black, brown and orange wires. Upon removal of the silicone jacket of the pump-end dl segment, it was observed that the bionate and metal braided shield had pulled out of the pump nipple housing. The bionate cover appeared otherwise unremarkable. One area of breakdown in the metal braided shield of the pump-end dl segment was observed approximately 1.5¿ from the pump housing. The bionate and metal braided shield layers were carefully removed to examine the underlying wires. Visual inspection of the pump-end dl segment revealed a breach in the insulation of the brown wire approximately 5¿ from the pump housing. Further inspection revealed breaches in the insulation of the black wire approximately 3¿ and 4.75¿ from the pump housing as well as breaches in the insulation of the orange wire approximately 3.5¿ and 4.75¿ from the pump housing. All observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining portions of the dl revealed no obvious breaches to the wires. Hi-pot testing of the returned driveline segments revealed no additional areas of compromised wire insulation or current leakage. If any of the exposed conductors of the black, brown, or orange wires contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the alarms and pump stops captured in the submitted log file. These events could have also occurred from a phase-to-phase short if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mpu or battery power. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The referenced driveline repair performed previous to this event was reported under medwatch MFR report # 2916596-2018-02834. Approximate age of device- 4 years, 27 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that low flow and low speed advisory alarms occurred while the patient was walking across a room. The patient was asymptomatic at the time of the events. It was mentioned that the patient had a known suspected short to shield and the driveline was previously repaired. The manufacturer's technical service representative reviewed the submitted log file and observed multiple pump stoppages and low speed operations on (B)(6) 2018 that appear to have occurred while the vad was connected to battery power. This type of behavior has been linked to potential issues with the driveline. The customer was informed that the short to shield appeared to have matured into a phase to phase short and the only option remaining to resolve this issue was to exchange the pump. On (B)(6) 2018, the patient underwent a pump exchange.